Manufacturer narrative:
Analysis of the (B)(4) found insufficient information. Analysis of the (B)(4) found no failure found. Per the case description, the networks settings were incorrect. Software is function ing as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and navigation system were not communicating. Site tested multiple network cable, but the issue persisted. Another navigation system was brought in by the system which connected to the imaging system without any issue. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No known impact on patient outcome.